Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim: 1) two instances of pbbcs tube leaking. ¿ specimen management product. 2) difficulty pulling the syringe during blood transfer into the tube ¿ mds product.